Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
During the postoperative check after instrument cleaning and sterilization, it was confirmed that the offset reamer handle screw had come off and was missing. Surgery on 10/9 was performed without problems.